Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event was unable to be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned articular surface identified nicks and gouges to the surface and the dovetail is flared and compressed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the zimmer mis multiple-reference 4 in 1 femoral instrumentation surgical technique and the surgical tip: articular surface inserter proper technique & use guidance document. The root cause of the reported issue is attributed to user error when implanting the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen cruciate retaining articular surface 10mm c-h, catalog #: 90597004010, lot #: 64152302. Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001822565-2019-03224.

Event description:
It is reported that the articular surface did not seat on the tibial plate during knee arthroplasty. A new articular surface was opened and seated without complication. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.